Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 15-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead migration/dislodgement. There was discomfort/soreness/pinching. Patient reported for post op start up complaining of shoulder blade pinching near lead insertion site. A routine xray revealed that the lead migrated down and partially out of the epidural space. A lead revision to reposition the lead is planned f or next week. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.